Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (ess205) (batch no. 623194) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2007 to (B)(6) 2007 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal date : scheduled date (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted) she did not claim that essure worsened a previously existing injury/condition. Previously reported essure insertion date provided - 2004 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (ess205) (batch no. 623194) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2007 to (B)(6) 2007 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal date : scheduled date (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy noted) she did not claim that essure worsened a previously existing injury/condition. Previously reported essure insertion date provided - 2004 most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet received- previously reported event ¿injury nos¿ was replaced with ¿abnormal bleeding (vaginal)¿, events-¿ abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, lower back pain, patient did not undergo essure confirmation test¿, lot number, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.